Event description:
It was reported that an image issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the physician noted that the image could not be shown. The catheter was removed and another of the same device was used to successfully complete the procedure. There were no patient complications. Analysis of the opticross device revealed that the imaging window was detached.

Manufacturer narrative:
The returned product consisted of the opticross hd imaging catheter. During the impedance analysis, the device showed an electrical open circuit failure at the proximal end of the catheter which indicates that there is no longer a connection between the transducer and the system. Additionally, kinks were observed in the sheath assembly during the visual inspection, and imaging core coil and imaging window were detached. Based on the gathered information, it is probable that the electrical failure was caused by the encountered kinks in the sheath, since kinks increase the friction between the imaging core and the sheath, and a kink causes a change in the inner diameter. Depending on how severe the kinks are, it could completely entrap the imaging core, if this occurs, the trapped section will experiment a very high twisting force from the rotating imaging core, and consequently cause the breakage of the coaxial cable. Regarding the encountered kinks in the sheath, these are often caused by the action of external forces over the material, such bending forces could be encountered during the procedure at several stages, mainly during handling or manipulation of the device by the user. A kink in the sheath can occur in the procedure during advancement maneuvers inside the vessel and into the interest area, in this process, the friction between the catheter and the lesion creates a force that opposes the movement of the catheter, if the pushing force from the user and this opposing force caused by the friction, are not parallel to each other, the sheath could bend and consequently collapse into a kink. All compiled information on this investigation determines that the most probable cause is adverse event related to procedure.